Event description:
Info was received via medwatch report. It was reported the event occurred during epidural placement in the labor and delivery area, on a (B)(6) female weighing (B)(6) kgs. The catheter broke off while it was being adjusted. Entry into epidural site was uncomplicated, as was catheter insertion. However, upon adjusting the length of the catheter, the catheter broke off. Very small (reinforcing wire that composes part of the epidural catheter) wire remained at entry site protruding out of the skin approx 4-5 cm. Upon careful examination of the entry site, the plastic part of the epidural was not visible. Upon exam of the remaining catheter, approx 5cm of the catheter has been broken off and is in the epidural space with some portion possibly in the space between the skin to needle's entry site. Pt was taken to the operating room for retrieval of the catheter.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available. Additional info from the user facility report: device name: arrow intl., inc. Common device name: flextip plus catheter. (B)(6).